Manufacturer narrative:
Incidents occurred between (B)(6) 2004.

Event description:
User facility said that over the past five months they have noticed results from the suspect device not comparing well with the lab. The lab did start a new reagent and the reporter thought they use the same instrumentation. Controls were in range. Result examples on the suspect device versus lab were 5.3 inr, lab 3.4; 5.8 inr, lab 4.3 and 6.8 inr, lab 4.1. No treatment alleged.